Manufacturer narrative:
UDI: (B)(4). One (1) skyline cam tightener shaft [product code: 2868-40-000] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the tightener¿s distal tip. The fractured tip was not returned for analysis. Device was then sent to (B)(4) a research engineer for fracture analysis. The fracture analysis report revealed evident plastic deformation and a rough grainy texture across the entirety of the surface. This suggests that the cam tightener underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the cam tightener distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the cam tightener underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday we were doing a c5 & c6 corpectomy, c4-c7 anterior fusion with skyline. The plate was placed and properly screwed down tightly. When it came time to final tighten, one of the cams seemed more difficult to lock down than the rest of them (patients left c4) and when the surgeon was tightening, the tip of the driver broke in the cam-lock. He pulled the driver out and noticed the broken tip to still be seated in the cam. He placed the sucker over the cam and was able to suck the broken tip out of the cam and the wound successfully. We flipped the cam tightener shaft and were able to tighten down the cam, successfully seating and torquing out. The procedure was completed successfully without patient harm.